Event description:
On (B)(6) 2010, the pt was implanted with three gore tag thoracic endoprostheses to treat a suspected aortoesophageal fistula. On an unknown date, a follow-up computed tomography scan revealed a possible endograft infection, and a large hiatal hernia with stomach and colon contents in the thoracic cavity. According to the hospital imaging report, abnormal fluid collection with gas lucency seen within the left lower chest about the post-operative lower thoracic aorta may represent necrotizing pneumonia, empyema, or infection of the graft. On may(B)(6) 2011, the pt expired.

Manufacturer narrative:
Additional tag components included in this report: (B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to endoprosthesis infection and death.